Event description:
She cannot walk without her walking stick/before synvisc, she did not require walking sticks [walking difficulty] initially stood up after the injection her knee buckled but she did have her cane/swelling behind her right knee after the synvisc injection and she had to use 2 walking sticks afterwards instead of just one walking stick that she typically uses befo [swelling of r knee] had some pain/she always had the pain but not like this/she is much worse than before synsvic [arthralgia aggravated] was unable to stand initially [difficulty in standing] she could not get out of bed on her own the next day after doing some cooking [mobility decreased] she was crying during the call [crying]. Case narrative: initial information received on 13-sep-2024 regarding an unsolicited valid case received from the patient. The case became serious on follow up with clock start date (B)(6)2024. This case involves a 82 years old female patient who reported that initially stood up after the injection her knee buckled but she did have her cane/swelling behind her right knee after the synvisc injection and she had to use 2 walking sticks afterwards instead of just one walking stick that she typically uses before, was unable to stand initially, she could not get out of bed on her own the next day after doing some cooking, was crying during the call and had some pain/she always had the pain but not like this/she is much worse than before synsvic, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, vaccination(s) and family history were not provided. The past medical treatment included she had a different type of injection. Her insurance company no longer covered the other type of injection and instead covers synvisc. Her concurrent condition included high blood pressure, type 2 diabetes and pain. Concomitant medication included lidocaine hydrochloride (lidocaine), paracetamol (tylenol) and semaglutide (ozempic). On (B)(6)2024, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 16mg/2ml) at a dose of 2 ml once (1x) (with unknown route) for osteoarthritis. The patient reported that when she initially stood up after the injection her knee buckled but she had her cane. Patient stated that she experienced some pain (arthralgia) and was unable to stand initially (dysstasia) (onset: 12-sep-2024; latency: same day). It was reported that after she received her first injection she could tell right after getting the injection that something was not right (joint swelling; seriousness criteria: disability). The reporter stated that she was previously receiving other injections (did not know name of injections) from her doctor that worked and took away the pain. But she was informed by her doctor that those injections were no longer covered and she was given synvisc injection instead. The reporter stated that she had never experienced this kind of pain before and was angry and upset that she was charged for the 2nd and 3rd injections even though she refuses to take them. The reporter was also very angry with her doctor that gave her the synvisc and stated she would never go back to him. The reporter stated that on (B)(6)2024, her pain was so bad that she went to another doctor and received an injection (did not know name of injection) in her right knee that helped ease the pain and was able to use just one walking stick afterwards. The reporter stated that she still have right knee pain and had been using celebrex, 5% lidocaine patches, and tylenol for arthritis for the pain. On (B)(6)2024 she reported she does not had complications. Upon follow up, patient mentioned that the doctor told her what not to do, and she did not stand on her knee for 48 hours, until she was cooking on saturday (on (B)(6)2024) that took a couple of hours. Since (B)(6)2024 up until right now, she could not walk without her walking stick, and her husband had to help her to get up and walk (gait disturbance; seriousness criteria: disability) (onset: 14-sep-2024; latency: 2 days). Patient mentioned that she always had the pain but not like this. It was also reported that she did everything her doctor instructed included waiting 48 hours before putting weight on the knee. On (B)(6)2024, after 3 days the next day after doing some cooking patient could not get out of bed on her own (mobility decreased) and was much worse than before synvisc (batch number; expiry date: unknown for all the events). On (B)(6)2024 after 4 days the patient was crying during the call. It was reported that before synvisc, she did not require walking sticks and now she did. She planned to call her doctor as soon as they open (B)(6)2024. It was also stated that patient had no gait disturbance and pain on (B)(6)2024. It was also mentioned that this wednesday ((B)(6)2024) she was supposed to get her second injection, but she could not do it and wanted to know if she should contact her doctor about it. Action taken: drug withdrawn for all the events. Corrective treatment: cane used for joint instability and walking sticks for gait disturbance; celecoxib for arthralgia and not reported for rest of the events. Outcome: recovered on (B)(6)2024 for joint instability; recovered on (B)(6)2024 for gait disturbance and not recovered for rest of the events. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc. Batch number; unknown global ptc number: (B)(4). Ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 27-sep-2024 with summarized conclusion as no assessment possible. Additional information was received on 27-sep-2024 by quality department: ptc complete details added; text amended. Additional information was received on 16-sep-2024 from the patient. Based on the information received the case was initially assessed as non-serious was upgraded to serious. Suspect details such as dose, frequency, indication and batch number were added. Additional events of gait disturbance, mobility decreased and crying were added. Upon internal review the events coding were updated to joint instability and arthralgia from injection site joint discomfort and injection site joint pain. Clinical course was updated and text amended accordingly. Additional information was received on 16-sep-2024 from the patient. Outcome for gait disturbance and arthralgia updated to recovered/resolved from not recovered/ not resolved. Clinical course updated. Text amended accordingly. Additional information was received on 23-oct-2024 from the patient. As reported term for initially stood up after the injection her knee buckled but she did have her cane was updated to initially stood up after the injection her knee buckled but she did have her cane/swelling behind her right knee after the synvisc injection and she had to use 2 walking sticks afterwards instead of just one walking stick that she typically uses before. Concomitant medication added. Medical history added. Clinical course updated. Text amended accordingly.

Event description:
Initially stood up after the injection her knee buckled but she did have her cane [joint instability] she cannot walk without her walking stick/before synvisc, she did not require walking sticks [walking difficulty] was unable to stand initially [difficulty in standing] she could not get out of bed on her own the next day after doing some cooking [mobility decreased] she was crying during the call [crying] had some pain/she always had the pain but not like this/she is much worse than before synsvic [arthralgia aggravated]. Case narrative: initial information received on 13-sep-2024 regarding an unsolicited valid non-serious case received from the patient. The case became serious on follow up with clock start date 16-sep-2024. This case involves a 82 years old female patient who reported that initially stood up after the injection her knee buckled but she did have her cane, she cannot walk without her walking stick/before synvisc, she did not require walking sticks, was unable to stand initially, she could not get out of bed on her own the next day after doing some cooking, was crying during the call and had some pain/she always had the pain but not like this/she is much worse than before synsvic, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, concomitant medications, vaccination(s) and family history were not provided. The past medical treatment included she had a different type of injection. Her insurance company no longer covered the other type of injection and instead covers synvisc. At the time of the event, the patient always had the pain. On (B)(6) 2024, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 16mg/2ml) at a dose of 2 ml once (1x) (with unknown route) for osteoarthritis. The patient reported that when she initially stood up after the injection her knee buckled (joint instability; seriousness criteria: disability) but she had her cane, she experienced some pain (arthralgia) and was unable to stand initially (dysstasia) (onset: 12-sep-2024; latency: same day). It was reported that after she received her first injection she could tell right after getting the injection that something was not right. On 13-sep-2024 she reported she does not had complications. Upon follow up, patient mentioned that the doctor told her what not to do, and she did not stand on her knee for 48 hours, until she was cooking on saturday (on 14-sep-2024) that took a couple of hours. Since 14-sep-2024 up until right now, she could not walk without her walking stick, and her husband had to help her to get up and walk (gait disturbance; seriousness criteria: disability) (onset: 14-sep-2024; latency: 2 days). Patient mentioned that she always had the pain but not like this. It was also reported that she did everything her doctor instructed included waiting 48 hours before putting weight on the knee. On 15-sep-2024, after 3 days the next day after doing some cooking patient could not get out of bed on her own (mobility decreased) and was much worse than before synvisc (batch number: 893288 and expiry date: unknown for all the events). On 16-sep-2024 after 4 days the patient was crying during the call. It was reported that before synvisc, she did not require walking sticks and now she does. She planned to call her doctor as soon as they open today (16-sep-2024). It was also mentioned that this wednesday (18-sep-2024) she was supposed to get her second injection, but she could not do it and wanted to know if she should contact her doctor about it. Action taken: drug withdrawn for all the events. Corrective treatment: cane used for joint instability and walking sticks for gait disturbance; and not reported for rest of the events. Outcome: recovered on 13-sep-2024 for joint instability and not recovered for rest of the events. A product technical complaint (ptc) was initiated on 13-sep-2024 for synvisc. Batch number; unknown global ptc number: (B)(4). Ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 27-sep-2024 with summarized conclusion as no assessment possible. Additional information was received on 27-sep-2024 by quality department: ptc complete details added; text amended. Additional information was received on 16-sep-2024 from the patient. Based on the information received the case was initially assessed as non-serious was upgraded to serious. Suspect details such as dose, frequency, indication and batch number were added. Additional events of gait disturbance, mobility decreased and crying were added. Upon internal review the events coding were updated to joint instability and arthralgia from injection site joint discomfort and injection site joint pain. Clinical course was updated and text amended accordingly.

Event description:
Initially stood up after the injection her knee buckled but she did have her cane [joint instability] she cannot walk without her walking stick/before synvisc, she did not require walking sticks [walking difficulty] was unable to stand initially [difficulty in standing] she could not get out of bed on her own the next day after doing some cooking [mobility decreased] she was crying during the call [crying] had some pain/she always had the pain but not like this/she is much worse than before synsvic [arthralgia aggravated]. Case narrative: initial information received on 13-sep-2024 regarding an unsolicited valid case received from the patient. The case became serious on follow up with clock start date (B)(6)2024. This case involves a 82 years old female patient who reported that initially stood up after the injection her knee buckled but she did have her cane, she cannot walk without her walking stick/before synvisc, she did not require walking sticks, was unable to stand initially, she could not get out of bed on her own the next day after doing some cooking, was crying during the call and had some pain/she always had the pain but not like this/she is much worse than before synsvic, after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, concomitant medications, vaccination(s) and family history were not provided. The past medical treatment included she had a different type of injection. Her insurance company no longer covered the other type of injection and instead covers synvisc. At the time of the event, the patient always had the pain. On (B)(6)2024, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 16mg/2ml) at a dose of 2 ml once (1x) (with unknown route) for osteoarthritis. The patient reported that when she initially stood up after the injection her knee buckled (joint instability; seriousness criteria: disability) but she had her cane, she experienced some pain (arthralgia) and was unable to stand initially (dysstasia) (onset: (B)(6) 2024; latency: same day). It was reported that after she received her first injection, she could tell right after getting the injection that something was not right. On (B)(6)2024 she reported she does not had complications. Upon follow up, patient mentioned that the doctor told her what not to do, and she did not stand on her knee for 48 hours, until she was cooking on saturday (on (B)(6)2024) that took a couple of hours. Since (B)(6)2024 up until right now, she could not walk without her walking stick, and her husband had to help her to get up and walk (gait disturbance; seriousness criteria: disability) (onset: (B)(6)2024; latency: 2 days). Patient mentioned that she always had the pain but not like this. It was also reported that she did everything her doctor instructed included waiting 48 hours before putting weight on the knee. On (B)(6)2024, after 3 days the next day after doing some cooking patient could not get out of bed on her own (mobility decreased) and was much worse than before synvisc (batch number: 893288 and expiry date: unknown for all the events). On (B)(6)2024 after 4 days the patient was crying during the call. It was reported that before synvisc, she did not require walking sticks and now she did. She planned to call her doctor as soon as they open (B)(6)2024. It was also stated that patient had no gait disturbance and pain on (B)(6)2024. It was also mentioned that this wednesday ((B)(6)2024) she was supposed to get her second injection, but she could not do it and wanted to know if she should contact her doctor about it. Action taken: drug withdrawn for all the events. Corrective treatment: cane used for joint instability and walking sticks for gait disturbance; and not reported for rest of the events. Outcome: recovered on (B)(6) 2024 for joint instability; recovered on (B)(6)2024 for arthralgia, gait disturbance and not recovered for rest of the events. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc. Batch number; unknown global ptc number: (B)(4). Ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 27-sep-2024 with summarized conclusion as no assessment possible. Additional information was received on 27-sep-2024 by quality department: ptc complete details added; text amended. Additional information was received on (B)(6)2024 from the patient. Based on the information received the case was initially assessed as non-serious was upgraded to serious. Suspect details such as dose, frequency, indication and batch number were added. Additional events of gait disturbance, mobility decreased and crying were added. Upon internal review the events coding were updated to joint instability and arthralgia from injection site joint discomfort and injection site joint pain. Clinical course was updated and text amended accordingly. Additional information was received on (B)(6)2024 from the patient. Outcome for gait disturbance and arthralgia updated to recovered/resolved from not recovered/ not resolved. Clinical course updated. Text amended accordingly.